Manufacturer narrative:
It was reported that the syringe wasn't not connecting to the manifold, despite several attempts. Therefore, the syringe could not be used. There was no patient injury related to the incident. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Syringe wouldnt connect to manifold.